Manufacturer narrative:
Product ID: 8703w, lot# l54365, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that an empty reservoir alarm occurred. As a result of the event, the patient was hospitalized and the logs were checked. The patient was hospitalized with symptoms of baclofen withdrawal. The patient also experienced underdose symptoms including an increase in spasticity and twitching along with less than fifty percent therapy relief. The location of the symptoms included the patient¿s arms, legs, neck and back. The low reservoir alarm at 2ml had been scheduled for (B)(6) 2013. It was noted ¿this would leave less than three days of medication in the pump, but the pump was not refilled¿. The patient¿s mother reportedly claimed she thought the refill date was later than (B)(6) 2013. The calculated volume dispensed on the report date since the last change or refill was 46.5ml. On the report date, upon interrogation the reservoir volume was 0ml. The hospital was treating the patient with oral baclofen which ¿seemed to be helping¿. A health care provider (hcp) refilled the patient¿s pump and the patient¿s managing pump hcp was to be informed of the incident. As of the report date, the patient was reportedly alive with no injury. The device system was used to deliver baclofen.

Event description:
The reporter had requested more information from the refill nurse and the doctor but had not heard back as of the date of the report.